Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the patient alleges that the infusion device was delivering an inaccurate amount of insulin. The patient experienced elevated blood glucose levels as high as 400 mg/dl. The patient stated that the basal profile in the infusion device had changed from 46 units of insulin to 91 units of insulin without any input from him. No adverse event was reported. The infusion device was requested to be returned for product evaluation.